Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("bladder/urinary problems : vaginal discharge"). The patient was treated with surgery ((hysterectomy)(full),salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with dysmenorrhea & new events- menorrhagia, vaginal discharge were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.